Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels as low as 64 (mg/dl). Reportedly, customer stated that they miscalculated the amount of food that they consumed for lunch. Customer consumed juice and programmed a decreased temporary basal insulin rate to treat their bg levels.